Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would not turn on and the battery drawer was broken. It was also noted that the hanger assembly of the device was contaminated, the keyboard was scratched, and the display wires were pinched with compromised insulation on one of the wires. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the battery door of the external pulse generator (epg) was damaged. Multiple follow-up attempts were made, without success, to see if the battery door was still functional. It was also reported that the epg was unable to power on, and that an "all buttons pressed" alarm was on the last time that the epg powered-up. The epg has been returned for repair. There was no patient involvement.